Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality lot# e-pro4.0-11344 (erkoloc-pro) was manufactured from 10/28/19 and was assigned with 3 years expiration stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device and one tray was returned with original case. The results were summarized below: roughness - the edge was smooth. Crack - no major cracks were found. Delamination - layers were intact and did not separated. Discoloration - no discoloration was observed. General cleanliness - the returned device was very clean and no debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect and abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that the reactions could be caused by mouthwash, toothpaste, or soaking material. However, it was unknown the patient was instructed to maintain or clean the device. It was also unclear the patient had known allergy or not. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. No information provided when asked. No information provided when asked. Is not applicable with the exception of lot number as the device is manufactured by prescription. Is not applicable as the device is manufactured by prescription and is not implantable.

Event description:
Received an email regarding a new complaint. It was reported that the patient had an allergic reaction. There was no other information provided.